Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated at 589mg/dl, with medium to large ketones. Elevated bg level was treated by changing out the site, administering a correction bolus, and manual injection. The customer also contacted their healthcare provider and was advised to drink water.